Event description:
On (B)(6) 2024 patient became unresponsive. Subsequently, 911 was called and the patient was taken to the hospital in an ambulance. CPR was attempted in route to the hospital but the patient ultimately passed away. A cause of death is not known at this point. The patient was last seen on (B)(6) 2024 to complete a software update for the patient's ventilator. The ventilator was an evo model.